Event description:
It was reported that the atrial lead had high/unstable thresholds. The lead had allegedly dislodged or "all slack was lost." There was also "unstable sensing" noted. The lead was extracted, replaced, and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis information: a distal portion was received measuring 38 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
It was reported that the atrial lead had high/unstable thresholds. The lead had alledgedly dislodged or "all slack was lost." There was also "unstable sensing" noted. The lead was extracted, replaced, and returned. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006, explanted: (B)(6) 2013; product ID 694958 implantable tachy lead, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product ID 694358v implantable pacing lead, implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).